Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079734.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure. Additional information was received that the leads were replaced, and the patient was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.